Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that during surgery, the mobi-c implant disassembled upon insertion. The surgeon was reported to have followed proper insertion technique. There was no reported patient harm or additional impact to surgery.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. So far, the lot of device was not reported. It's not possible to perform the review of the device history records. Additional information and product return were requested. Investigation ongoing. Not returned to manufacturer yet.

Event description:
Mobi-c p&f us: disassembly during implantation. As reported, during 2-level mobi-c case on (B)(6) 2019, one of the implants came apart during implantation. According to the reporter , the surgeon followed proper insertion technique. Additional information was received on (B)(6) 2019: reference of device is mb3575, reporter did not provide the lot number. Additional information was received on (B)(6) 2019: sales representative informed that the surgeon followed exactly the surgical technique. While impacting under distraction the implant came completely apart. In addition , according to him , it was loaded properly, set to zero, and there was no rotating of the inserter. There was no adverse events to the patient. No x-rays are available. Investigation still in progress.